Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the cover often fell to the floor when it was taken off and the loose upper hinge plate was therefore reattached and the missing screws replaced. Analysis also noted the electrocardiogram connector on the link electronic module printed circuit board assembly was loose and the assembly was replaced, and there was a broken keyboard hinge which was also replaced. Product ID: 229047 software analyzer. (B)(4).

Event description:
It was reported that top cover often fell off when the programmer was opened. The programmer was returned for repair. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.